Event description:
A surgeon reported a pt seeing ghosting of lines following bilateral intraocular lens (iol) implant surgeries. The pt is "happy" with her vision overall. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 07/10/2009, 07/14/2009, and 07/28/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 08/07/2009.